Manufacturer narrative:
Complaint evaluation: the customer requested, that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty therapy cable. Customer resolution and conclusion: based on the conclusion of the evaluation. It was determined, that this was a malfunction of the therapy cable. The therapy cable will be replaced to resolve the reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips, that the device experienced a pacer failure, during operational testing.

Event description:
It was reported to philips that the device experienced a pacer failure during operational testing. There was no patient involvement.